Manufacturer narrative:
Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration. Apoc product action number: (B)(4). FDA product action number: 2245578-01/13/20-001-c. Product name: I-stat chem8+ (blue) cartridges, list number: 09p31-25, UDI: (B)(4). I-stat cg4+ cartridges, 03p85-50, (B)(4).

Event description:
A remedial action has been completed to provide recommendations to the customer for product in the field. The I-stat chem8+ cartridge contains nine measured assays (sodium, potassium, chloride, blood urea nitrogen (bun), ionized calcium, tco2, glucose, creatinine and hematocrit) and the I-stat cg4+ cartridge contains four measured assays (ph, pco2, po2 and lactate). Both of these cartridges have been marketed for use with venous, arterial, and capillary specimens in clia non-waived settings and the chem8+ has also been marketed for use with venous whole blood specimens in clia waived settings. Since obtaining FDA clearance for the white I-stat chem8+ and cg4+ cartridges and clia waived status for the white I-stat chem8+ cartridge, abbott point of care ("abbott") modified the white chem8+ and cg4+ cartridges to introduce a blue chem8+ and cg4+ cartridge. After these modifications, changes were observed in the performance of these cartridges. Abbott did not pursue FDA clearance or clia waived categorization for the blue chem8+ and cg4+ cartridges. Currently, the I-stat blue chem8+ and cg4+ cartridges are not FDA cleared and do not have clia waived status. Following an evaluation and discussions with FDA, abbott has filed a 510(k)-notification seeking FDA clearance for the blue chem8+ cartridges for use with venous and arterial specimens. Abbott also plans to pursue FDA clearance for the blue cg4+ cartridges for use with venous and arterial specimens after completing ongoing studies. However, abbott has decided not to pursue clearance for the blue chem8+ and cg4+ cartridges for use with capillary blood samples since abbott does not currently have the data necessary to demonstrate performance with capillary blood. Abbott also does not currently plan to pursue clia waived status for the blue chem8+ cartridges because abbott currently does not have data demonstrating adequate performance in a clia-waived setting. Abbott is working closely with the u.s. Food and drug administration to bring these cartridges into compliance with all regulatory requirements and plans to submit this as a recall. Abbott point of care has not received any reports of patient harm associated with the use of blue I-stat chem8+ or cg4+ cartridges.